Manufacturer narrative:
D4 - primary UDI number: corrected. D9: date returned to mfg.: 4/16/2024. H3 and h6. Evaluation codes: updated. One device was received. Per visual testing, scratched lens, peeling dso seal, and worn uso seal. Per functional testing, the pump was found to be over delivering to the manufacturing specifications. The complaint was confirmed. The cause is an out of spec expulsor causing over delivery. Expulsor was replaced to correct the issue. The device passed all functional tests after the repair. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Manufacturer narrative:
B3: event date unknown. H3: device not received by manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device failed accuracy testing. The product fault occurred during testing. There was no patient involvement and no patient harm.